Event description:
Patient reported obtaining back to back blood glucose results of 52 mg/dl and 98 mg/dl on the compact system. Pt indicated that, based on the value of 52 mg/dl, she self-treated by eating cough drops. No adverse event was reported. A level-one quality control test was performed on the compact system and the value was within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.